Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacemaker was explanted due to infection.